Event description:
During between pt inspections of the device, hill-rom became aware that the CPR handle of an excelcare bariatric bed frame was inoperative. While performing an inspection at the hill-rom service center, the technician determined that the CPR handle was inoperative. The technician adjusted the CPR handle and tested to ensure proper function. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.